Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the moderately tortuous mid left anterior descending (lad) artery. The 2.5x18mm xience alpine stent delivery system (sds) failed to cross the lesion due to interactions with the patient's anatomy. During withdrawal of the sds, resistance was met with the patient's anatomy and the stent implant dislodged. Attempts to snare the dislodged stent implant were unsuccessful; therefore, a balloon dilatation catheter (bdc) was used to crush the dislodged stent implant against the vessel wall. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. A non-abbott sds was used to successfully complete the procedure. There was no additional information provided.